Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.